Event description:
Admitted to the hosp with angina and evidence of an old myocardial infarction. Pre-procedure medications included aspirin (200mg/day) and ticlopidine (200mg/day). The pt was electively taken to the cardiac cath lab where coronary angiography revealed an in-stent restenosis of the mid and distal left anterior descending artery (lad) that was previously stented with a bx velocity.